Event description:
A customer contacted stryker to report that their device would not power on and was showing all three icons (attention, charge-pak and service wrench) which indicate that the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. Stryker further evaluated the customer¿s device at the product assessment center (pac) and the cause of the reported issue could not be determined. The customer's device is archived by stryker. The customer has been provided with a replacement device.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not power on and was showing all three icons (attention, charge-pak and service wrench) which indicate that the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There were no reports of patient use associated with the reported event.